Event description:
It was reported that prior to a device upgrade procedure during testing, occasional post-paced t-wave oversensing (pptwos) was observed noted. The device was reprogrammed prior to the device changeout. The patient was not asymptomatic and was in stable condition.